Event description:
It was reported that post-procedure, a computed tomography (CT) scan revealed that the patient's right ventricular (rv) lead had perforated and caused a pericardial effusion. The patient felt lightheaded. The blood from the pericardial effusion was drained and the rv lead was explanted and replaced. The patient was stable throughout procedure.